Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board, generator drive, filament drive, high voltage supply regulator, high voltage tank, high voltage cable, and the x-ray tube were replaced during the service call.

Event description:
It was reported that the 9800 system had a high milliamp error message. No patient injury was reported.